Event description:
The customer reported a blank display and a failed battery test alarm. The customer also reported that he was hospitalized for high blood glucose levels last month. The customer did not know what his blood glucose reading was at the time. The customer stated that he had gone to bed with 16 units left in the reservoir the night before. When the customer woke up, the reservoir was empty and his blood glucose levels were high. Troubleshooting was performed. Found that the reservoir volume was accurate. Found an alarm in the alarm history. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.